Event description:
It was reported that a user new to the ilet system sought assistance with a supply change, had nearly completed the process, and had also administered a 24-hour long-acting insulin dose earlier in the day; the ilet and connected libre 3+ cgm were subsequently disconnected and dosing was stopped, and the user was advised to remain disconnected until the long-acting insulin effect waned and to consult their healthcare provider regarding reconnection timing. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and continued blood glucose management by the administered long-acting insulin. Investigation included troubleshooting and user education. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that no device malfunction was identified and that reconnection should occur per healthcare provider guidance to avoid overlapping insulin therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.